Event description:
It was reported that customer received minimum fill notification while loading cartridge and was attempting to load new cartridge with adequate usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge, successfully loaded cartridge onto pump, and resumed insulin, and no additional actions were required.